Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and ams monarc subfascial hammock was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy, abdominal sacral colpopexy, perineorrhaphy, and cystoscopy.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient experienced stress urinary incontinence and underwent the concurrent procedure of ams monarc subfascial hammock implantation during mesh implantation on (B)(6) 2010. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation-mesh attached to urethra, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011 by implanting surgeon due to pelvic pain. No additional information was provided. (B)(4) ¿urinary/bowel problems; undefined recurrence; dyspareunia; neuromuscular problems.